Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Rptr results were 36 and 136 mg/dl. Rptr did not have any symptoms. During troubleshooting, it was learned that the confirmation dot on rptr tests strips were green. Control testing was not done due to unavailability of control solution. On followup, the reporter confirmed the info in the report and states not having a problem since using new test strips. Rptr never cleaned meter. Training was given. No harm was alleged.